Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 36mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. It was noted during procedure via fluoroscopy examination, that the 36mm amplatzer septal occluder exhibited a deformation when being deployed. The deformed 36mm amplatzer septal occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment of the occluder and no kink or angulation noted in the delivery system. The 36mm amplatzer septal occluder was not damaged or mishandled during device preparation. The decision was made to remove the occluder and abort the implant procedure due to the lack of another device of the same size. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.